Event description:
It was reported that during an arthroscopic surgery the device did no longer work sufficient. After it was triggered three times it went back into the housing hardly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8150px-45 powerpick (no batch indicator present) was received for investigation. Functional testing identified that after the cutting tip was deployed, it was not able to be fully retracted. Visual inspection identified no external damage that would contribute to the observed condition. Due to the fact that the inner tube was not able to be withdrawn from the outer tube, it is undetermined whether damage exists along the inner diameter of the outer tube/along the inner tube. Based off the information provided, the most likely cause for the reported failure can be attributed to prying/leveraging the device against bone and/or hard tissue.